Event description:
It was reported during a colectomy while using the tlc55 the surgeon attempted to fire the device across bowel. After completeing the firing sequence, the instrument was removed. At this time the surgeon noticed the linear cutter had stapled but did not cut. The surgeon transected the tissue with a scalpel. There was no consequence to the pt.